Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089493. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "leakage of silicone."

Event description:
Patient reported via sus voluntary event report "silicone patches, leakage of silicone and metals leaking body." Patient also reported "breathing problems, brain fog, bp (blood pressure) striking up unexpected to over 210/110 many times, sweats, dizziness, passing out, bii (breast implant illness), sarcoidosis in chest wall, 3 lymph nodes stable but now having to have scar tissue out for diagnosis of rare cancer, inflammation of joints/muscles due to sarcoidosis, gastrointestinal problems, fibromyalgia symptoms, no one said anything of risks. Implants should not be legal."; these events are not device related. Device was explanted. This is the right side record.